Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was found damaged during patient use. The healthcare facility also reported that a circuit holder was used during the reported event. There was no patient consequence.

Manufacturer narrative:
(B)(4), method: the bc191 flexitrunk infant nasal tubing was received at fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected. Our investigation is thus based on the evaluation of the subject device, the information provided by the healthcare facility and our knowledge of the product. Results: visual inspection of the complaint device revealed damage between the fourth and fifth at the circuit connector side. The film was also observed to be wrinkled and torn, indicating that force had been applied, causing the tube to deform and then break. Conclusion: our investigation was unable to determine the exact cause of the observed damage to the bc191 flexitrunk infant nasal tubing. Based on our knowledge of the product the tubing was likely subjected to excessive force as the observed damage indicates that the tubing had been pulled to an unintended extension. All bc191 bubble CPAP system are visually inspected, and pressure tested before leaving the production line, those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions which accompany the bc191 bubble CPAP system state: "use caution when positioning or disconnecting to the infant interface. Avoid excessive pull forces, sharp objects, and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement." A caution insert is included in the packaging to remind the user to take extra care when handling the bc191 bubble CPAP system.

Manufacturer narrative:
(B)(4). Fisher & paykel healthcare (f&p) is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in texas reported via a fisher & paykel healthcare (f&p) field representative that a bc191 flexitrunk infant nasal tubing was found damaged during patient use. There was no patient consequence.